Manufacturer narrative:
Please note that this device ID distributed outside the united states; however, it is similar to the united states distributed proudct.

Event description:
A 3.0 mm diameter x 24 mm length driver stent system was inserted into a pt for the treatment of the right coronary artery lesion. The pt had multiple lesions. Vessel morphology is unknown. It was reported that the physician was experiencing difficulties during the removal of the delivery system from the pt after the stent implantation. The delivery system had to be pulled applying significant force during which the guiding catheter was inadvertently pulled into the artery. The position of the guide catheter was not maintained while attempting to withdraw the balloon from the stent. During the pulling back of the stent delivery system from the stent, the guide catheter got into the artery. The device was not available for eval. The medical report for this event documents that stent implantation was successfully carried out in three vessels. Upon the completion of the third implanted stent, there was an acute drop in blood pressure. A coronary angiogram was performed revealing good result of the three implanted stents; however there was a perforation noted at the distal end of the right circumflex artery. A review of the cine film of the procedure by an external clinical expert revealed that the guide catheter was placed in the left main coronary artery. Pre-dilatation of the left circumflex artery was performed prior to introduction of driver rx stent delivery system. The guidewire formed a loop in the small branch of marginal 3 where a perforation was later visible parallel to the small branch. External clinical expert commented that "perforation was already probable with the wire". The stent delivery system was subsequently introduced and the tip of the stent delivery system entered the small branch of marginal 3 before being withdrawn. The driver stent then successfully deployed in left circumflex artery. Information received from the physician confirms that there was no resistance noted during advancement of the stent delivery system through the hemostatic valve, the guide catheter or to the lesion site. The stent was successfully deployed and no issue was noted during deflation of the device. It is possible that the lack of control of the guiding catheter and guidewire during the procedure contributed to the perforation of the artery. It was reported that the pt expired during the procedure. The cause of death was deemed to be due to perforation of artery and pericardial effusion.